Event description:
Caller reported a malfunction on the pump. There was no impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was assisted by technical support to reset the pump, and the malfunction code did not recur. Customer was advised to continue using the pump and to call back if the issue reappears, which was acknowledged and understood.